Event description:
The catheter became stuck in the pt's lad. Upon attempting removal, the distal tip broke off in the pt and they were unable to retrieve. Pt went to by-pass surgery. Tip remains in the pt.